Event description:
It was reported to boston scientific corporation that a cold snare was used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare is difficult to open and does not cut well. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event loop-cutting problem.